Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 300 mg/dl. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer has ongoing kidney disease. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.